Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 26 atm during fourth pressurization. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Frayed fibers, peeled pebax, and unraveling were noted below the balloon distal tip. No other specific anomalies were noted during the visual evaluation. On functional evaluation, the balloon catheter was inflated with an in-house presto inflation device and water was noted to be leaking below the distal tip. Upon stripping of the balloon fibers under microscopic observation, longitudinal rupture was noted in the balloon. No other functional testing. One video was provided and reviewed. The video shows liquid streaming out of the balloon. However, the source of leak is unknown. No evidence of balloon rupture could be noted. No other anomalies were noted. Therefore, the investigation for the reported balloon rupture is confirmed as a longitudinal balloon rupture was noted during the microscopic observation. The investigation is also confirmed for the identified leak as the balloon was leaking during the inflation of the device. This can be also confirmed from the submitted video for review. The investigation is also confirmed for the identified frayed fibers, peeled pebax, and unravelling fiber issues as these anomalies were noted during the visual evaluation of the returned device. A definitive root cause for the reported balloon rupture and identified leak, frayed fibers, peeled pebax, and unravelling fiber issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 26 atm during fourth pressurization. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Frayed fibers, peeled pebax, and unraveling were noted below the balloon distal tip. No other specific anomalies were noted during the visual evaluation. On functional evaluation, the balloon catheter was inflated with an in-house presto inflation device and water was noted to be leaking below the distal tip. Upon stripping of the balloon fibers under microscopic observation, longitudinal rupture was noted in the balloon. No other functional testing. One video was provided and reviewed. The video shows liquid streaming out of the balloon. However, the source of leak is unknown. No evidence of balloon rupture could be noted. No other anomalies were noted. Therefore, the investigation for the reported balloon rupture is confirmed as a longitudinal balloon rupture was noted during the microscopic observation. Additionally on the submitted video, the source of leak is confirmed to be longitudinal rupture which noted during the microscopic observation of the returned device. The investigation is also confirmed for the identified frayed fibers, peeled pebax, and unravelling fiber issues as these anomalies were noted during the visual evaluation of the returned device. A definitive root cause for the reported balloon rupture and identified frayed fibers, peeled pebax, and unravelling fiber issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.